Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 354 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer changed her infusion set twice trying to correct the high blood glucose readings. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioned properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.